Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: bia-alcl; pathology not received and markers not reported

Event description:
Healthcare professional reported breast implant associated anaplastic large cell lymphoma; pathology has not been received and the markers of cd30+ and alk- have not been reported or confirmed. Affected side is left. The device remains implanted.

Event description:
Healthcare professional clarified that the patient has not been diagnosed with alcl and was only conveying their concern for it to develop. Further reported was capsular contracture, baker grade I. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6. Previous medwatch submission noted lymphoma-alcl suspected. Upon receipt of further information from healthcare professional it has been determined that there is no malignancy.